Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon review, a non-sustained right ventricular oversensing episode due to noise was observed on the right ventricular lead; it was noted that capture, sensing, and impedance trends were stable. No further information was reported.